Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the catheter caused or contributed the reported infection was inclusive due to the nature of the complaint. One photograph was provided for investigation. The photo showed what appeared to be a groshong PICC extending from the insertion site. A statlock stabilization device was attached to the patient. The area around the catheter tubing, approximately 2-3 catheter widths extending from the tubing, exhibited a red color at the insertion site. What appeared to be a pink colored substance was observed on what appeared to be a white applicator. While the observed redness could be symptoms of an infection, the complaint that the catheter caused or contributed the reported event could not be verified from the photograph. A lot history review (lhr) of rebz0688 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that infection occurred at the puncture site five days after catheter placement.